Event description:
Situation: leaking baxter tubing. Background: ongoing issues with leaking baxter tubing. Assessment: this author noted a y-site port of the baxter tubing running lipids leaking despite green alcohol cap being in place. Y-site marked with tape to indicate where leak was. Orders placed to hang clear fluids to replace leaking tubing, which bedside rn will do per nnicu protocol once fluids arrive. Lot number unknown. Tubing will be saved and given to apsm. Recommendation: continue to work with baxter on solution to avoid depriving infants of necessary nutrition. Manufacturer response for IV tubing, (brand not provided) (per site reporter).